Event description:
It is reported that the pt is experiencing radiolucent lines indicating loosening around the posterior condyles. It is also reported that the cement pocket is not appropriately designed to pressurize the cement when inserted.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Evaluation summary: no product was received. Components are compatible per zimmer compatibility charts. Operative notes were received, but from the info provided no deviation from the surgical technique was observed. X-rays were provided. It appears that there may be osteolysis of the posterior condyles based on an apparent widening translucency observed on x-rays; however, the first set of x-rays is too dark to determine if a translucency already existed. Review of the complaint records for this product does not reveal complaints about cement pocket design issues from any other complainants. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers this investigation to be closed.